Manufacturer narrative:
The device has not been returned to solventum for analysis and no lot number was provided. Complaints were reviewed with no adverse trend observed. Solventum will continue to monitor.

Event description:
A dentist reported a permanent crown was placed, and the patient's throat became dry and swollen, hands were itchy, and it was hard to talk. The patient was transported by ambulance to the emergency room and received an epinephrine injection, steroids, and allergy medicine. It was not reported when the patient started to develop the symptoms in correlation to her crown placement. Symptoms improved after she took the steroids.